Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside the patient at 84,256 joules of use; the cap was retrieved using forceps. The procedure was completed using a second fiber. There was no report of injury. This report is for the second surgical fiber used.

Manufacturer narrative:
Reference MFR #: 2937094-2013-00746. Fiber analysis: the finishing fiber (the second fiber used) was returned with additional information, also starting a fiber cap detachment had occurred. An analysis was performed and the report of a fiber cap detachment could not be confirmed. The fiber cap was found to be intact attached, however drilled through and exhibited detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.